Event description:
It was reported that the radio-frequency (rf) head was used before the procedure and could not read the device. A different rf head was used, and the issue was resolved. It was indicated that it would be returned for repair. There was no patient involvement.

Event description:
It was further reported that the programmer head had been returned for service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was intermittent telemetry due to the cable being out of electrical specification. (B)(4).